Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely elevated troponin (accutni) results generated by the synchron lx I 725 clinical system for two patient samples upon repeat, both samples resulted in the normal reference range. The erroneous results were not reported outside of the laboratory. The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples were li heparin plasma that were centrifuged for 7 minutes. Qc was within specifications prior to the event. A system check performed on (B)(6) 2010 met specifications. A field service engineer (fse) was on-site (B)(6) 2010 and cleaned out the precision and wash valves after noting a significant amount of dried salt deposits in both valves. System check and precision run were performed and met specifications and qc run was within the customer's established ranges. A clear root cause for this event has not been determined to date.